Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 646511) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure used in conjunction novasure ablation" (seriousness criteria medically significant and intervention required). The patient's medical history included endometrial ablation in 2009, cesarean section (2) and tonsillectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy right salpingo- oophorectomy cystoscopy and novasure ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: fu (B)(6) 2020: date of insertion: (B)(6) 2009 and (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: probable uterus didelphys. Endometrial filling defect in the right uterine horn. Considerations include uterine polyp or less sub mucous fibroid. Satisfactory position of essure device with tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: lot number added. Event medical device replaced with pelvic pain female. New event medical device monitoring error was added. Reporters and lab data were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 646511) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure used in conjunction novasure ablation" (seriousness criteria medically significant and intervention required). The patient's medical history included endometrial ablation in 2009, cesarean section (2) and tonsillectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy right salpingo- oophorectomy cystoscopy and novasure ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: fu (B)(6) 2020: date of insertion: (B)(6) 2009 and (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: probable uterus didelphys. Endometrial filling defect in the right uterine horn. Considerations include uterine polyp or less sub mucous fibroid. Satisfactory position of essure device with tubal occlusion bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information were updated. Previously reported event injury were updated to injury to herself essure removed. This case become incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.